Manufacturer narrative:
The insulin pump alarmed motor error during the occlusion test and unable to prime during the prime test due to faulty force sensor resistor. The insulin pump passed the operating currents test, self-test, error test, rewind, basic occlusion test and displacement test. We were unable to perform the no delivery test due to prime anomaly. No unexpected failed battery test, weak battery and low battery alarm/alert noted. However, the insulin pump had corroded battery tube. The motor passed motor test. The insulin pump had cracked case at display window corners, battery tube threads, reservoir tube lip, minor scratched display window and missing end cap sticker.

Event description:
It was reported that customer was receiving a weak battery alarm, low battery alarm, failed battery test, and motor error alarm. After troubleshooting, customer was advised that insulin pump would need to be replaced due to motor error alarm.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.